Event description:
Force ez machine failed. Pt was brought in initially for a transurethral bladder resection, and the force ez was used. At that time it appeared to work. Several hours later, pt returned to the operating room with bleeding from the bladder. The force ez was prepared for use a second time on the same patient. Though plugged in, activated; the resectoscope did not appear to actually cauterize. Foot pedal was replaced, but still did not cauterize. Finally, we located another generator and used it, successfully. Because this case was a bring back due to bleeding from earlier today, surgeon believes the cautery generator was failing, and did not cauterize deeply enough in the initial surgery, leading to the bring back case. This force ez is old, and has been repaired several times.